Event description:
It was reported by the customer that the footswitch cable was damaged near the connector. The problem was noticed in between procedures, so there was no case or patient involvement. Additional information: was the footswitch connector disassembled prior to sending the footswitch for repair? Hospital biomed advised: I put the connector back together with what parts I had prior to sending it back.

Manufacturer narrative:
(B)(4). Device was returned in good visual condition with no visible damage to the connector. The footswitch was connected to a generator and test instrument for functional testing. During the tests, the min peddle activated the max on the device and the max peddle activated the min on the device. The device's hand activation switches worked correctly the footswitch odu connector was disassembled and a component (half shells) which aligns the pins in the connector was missing. It is not known exactly when the half shells were removed from this product. It can be assumed at this point that the half shells were present at the time of manufacturer, and even though this assembly was functioning at the time of analysis, there is a potential that the customer could have experienced intermittent connections. The customer admitted to disassembling the footswitch before returning it for analysis. It is possible that the snap switch component was not put back inside the footswitch.